Manufacturer narrative:
A report was received from the clinical database that a patient was admitted to hospital on (B)(6) 2016 with shortness of breath, fatigue and dizziness. Laboratory findings and assessment of the patient revealed fluid overload and he was diagnosed with acute on chronic heart failure.  He was diuresed and his vad speed was adjusted to 2960rpm.  He was noted to have a subtherapeutic international normalized ratio (inr) and was bridged with heparin.  The site further reported that the patient had not received any shocks from his implantable cardioverter defibrillator (ICD). A preliminary review of the controller log files by the site revealed no alarms and that the pump was functioning appropriately.  He was discharged home on (B)(6) 2016. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. However, clinical factors that may have contributed include the patient's worsening condition. In addition, as stated in the IFU, patients who receive vads may develop severe refractory heart failure. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist device (vad) system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. It is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Hospital re-admission for any number of reasons are a common practice for all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient was admitted to hospital for an unknown reason.  The report indicates that the patient was treated with medication.  The event was reported to have been resolved on (B)(6) 2016.

Manufacturer narrative:
Additional information received indicates that the patient also presented with increased abdominal fullness and worsening of his lower extremity edema. He was treated with a lasix infusion and discharged home on oral torsemide. A transthoracic echocardiogram was done with the adjustment of the patient's vad speed to 2960rpm. The primary investigator reported that the event was related to the patient's condition and unrelated to the study device or to the implant procedure. No further information was provided. A re-assessment of the reported events revealed that it does not meet the criteria for reporting as a serious injury. Based on the available information there is no evidence to suggest that the reported event is related to the procedure, therapy or use of the device. It is most likely related to the progression of the patient's underlying condition.